Event description:
Additional information was received by the manufacturer via email and attached to the complaint object. The pumps were not in use with a patient during the incident.

Manufacturer narrative:
Other, other text: b5: describe event or problem: updated with additional information received. D5: operator of device: updated. D10: device available for evaluation: updated. H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: one pump device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal was intact upon receipt. The right plunger case was noted to be cracked. An error code was present in the event history log (ehl). After powering up the device and performing an audio test, the customer reported issue was unable to be duplicated. The root cause of the problem is undetermined since the intermittent issue could not be replicated during the investigation process. The device speaker was replaced as a preventive measure. Preventive maintenance and all functional testing were performed. The product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record (DHR) review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# 617147.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown.

Event description:
It was reported that the pump exhibited a consistent primary audible alarm. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.